Event description:
Patient with a tortuous anatomy. The first two sheaths used tore. The superior attachment system was deployed but post angio revealed a superior leak. The physician tried ballooning with a 25mm but was unsuccessful. The physician decided to put an aneurex cuff. While advancing the aneurex device, the ipsilateral limb was dislodged and pushed into the aneurysm sack. The patient was converted to open surgical repair.